Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient underwent revision surgery due to infection. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Sterilization certificate: the eto/ gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot number has been reviewed and was found to be according to specifications. Conclusion: it was reported that the patient underwent revision surgery due to infection. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Sterilization certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient underwent revision surgery due to infection. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Sterilization certificate: the eto/ gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot number has been reviewed and was found to be according to specifications. Conclusion: it was reported that the patient underwent revision surgery due to infection. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Sterilization certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
Medical product: g7 dual mobility liner 54mm I; item#110024467; lot#837550; g7 screw 6.5mm x 35mm; item#010001000; lot# 6856041; g7 screw 6.5mm x 40mm; item#010001001; lot# 6781029; truncated blade. Sharp instrument enclosed; item#00705306010; lot#9999999999; full blade. Sharp instrument enclosed; item#00705306020; lot#9999999999 g7 osseoti multihole 66mm I l 66mm I; item#110010271; lot#6987117; 3.2mmx30mm rnglc+ acet drl bit; item#31-323230; lot#242260; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset; item#65771101200; lot#64144556; act artic e1 hip brg 28x54mm s60 dia28; item#ep-200160; lot#747190; the manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. Lot numbers were received and the device history records were reviewed and found to be conforming. The process of gaining necessary information is still ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to infection.